Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . Attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Muscle rigidity, or stiffness, is common and expected part of postoperative recovery. It is defined as an involuntary, persistent state of tense muscles with resistance to passive range of motion. Stiffness can often be associated with pain or inflammation within the joint space that is usually accompanied by the inability to move a joint easily. This can occur due to swelling, development of scar tissue, and muscle weakness/atrophy. It can limit the range of motion and affect functional outcomes of the joint. Muscle rigidity or stiffness can be viewed as a temporary limitation of joint range of motion and treated with conservative interventions such as joint rest, nsaids, strength exercises or physical therapy. This is considered part of the normal post operative recovery phase and is considered reversible with no allegations against the implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen articular surface- unknown. Unknown - unknown nexgen tibial component - unknown. G2: foreign country: iran. G2: literature citation: ayati firoozabadi m, mafi ah, afzal s, beheshti fard s, khaledian h, bozorgsavoji a, azadnajafabad s, mortazavi sm. Does body mass index (bmi) significantly influence aseptic loosening in primary total knee arthroplasty? Insights from a long-term retrospective cohort study. Bmc musculoskeletal disorders. 2024 nov 30;25(1):980. Doi: https://doi.org/10.1186/s12891-024-07913-0. H6: suggested component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 4 patients underwent an initial knee surgery on an unknown date. Subsequently, the patients developed post-op rigidity on an unknown date. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.